Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the product was delivered to the customer. The surgery reports indicate a distinctive osteoarthritis of the patient. Further information were not provided. The complaint sample could not be investigated. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: revision of connection component due to a damaged rotational bushing.